Manufacturer narrative:
The device was received for evaluation. The device was tested and did not meet all manufacturing specifications. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all manufacturing specifications. The event was not confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received form the USA stating that the device was "running warm" during a routine inspection. The device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.